Event description:
It was reported that, employee was tucking in linens under the mattress and noticed that the foot section of the bed did not appear to be stable. She grasped the foot section of the bed to adjust it (between the foot section and the duct cover of the bed) she stated that as soon as she grasped it the foot section of the bed fell causing a near amputation of her right middle finger.